Manufacturer narrative:
The alaris pcu and 4 x pump modules were received for evaluation and the event, error and battery logs were downloaded. No damage or deficiencies were identified on the pcu during inspection. A review of the event log identified that a noradrenaline infusion started on 06-dec-2019 08:52, however there was no "powered off" entry prior to the pcu being next powered on the 06-dec-2019 08:51. A review of the pcu error log identified multiple entries for malfunction code 800.8000.0 logged on 06-dec-2019 08:53 which corresponds with the final pcu event log entry prior to the pcu being next powered on 06-dec-2019 08:54. This issue occurred due to the user closing the pump door (post flo stop open alarm) and in rapid succession (<1 second) started the infusion (08:52:39). At this point the pump module displayed "noradrenaline 2mcg/min and 2ml/h", and was infusing,however the pump information (rate / vtbi normally displayed on the pcu screen was missing. This then prompted the user to reselect the channel, select guardrails drugs and noradrenaline again (the later two actions are not normally accessible during an infusion). When the user selected start , it resulted in a synchronization issue between the pcu and pump module, and displayed the system error code 255-16-275 which was recorded in the pcu error log as 800.8000, requiring the user to power off the pcu/ pump modules. The root cause was attributed to a synchronization issue between the pcu and the pump modules.

Event description:
The reported feedback suggests that "system error shutdown" was displayed on channel c during a noradrenaline infusion, stopping the pump without an audio alarm warning. The noradrenaline was infusing at a low dose, and it was the only infusion that was running on the pcu. The customer stated there was some harm to the patient, however when the blood pressure dropped slightly, another device was obtained from the same room and reprogrammed quickly, avoiding further impact.

Manufacturer narrative:
Additional information added to: b1,b2,d4. The alaris pcu and 4 x pump modules were received for evaluation and the event, error and battery logs were downloaded. No damage or deficiencies were identified on the pcu during inspection. A review of the event log identified that a noradrenaline infusion started on (B)(6) 2019 08:52, however there was no "powered off" entry prior to the pcu being next powered on (B)(6) 2019 08:51. A review of the pcu error log identified multiple entries for malfunction code 800.8000.0 logged on (B)(6) 2019 08:53 which corresponds with the final pcu event log entry prior to the pcu being next powered on (B)(6) 2019 08:54. This issue occurred due to the user closing the pump door (post flo stop open alarm) and in rapid succession (<1 second) started the infusion (08:52:39). At this point the pump module displayed "noradrenaline 2mcg/min and 2ml/h", and was infusing,however the pump information (rate / vtbi normally displayed on the pcu screen was missing. This then prompted the user to reselect the channel, select guardrails drugs and noradrenaline again (the later two actions are not normally accessible during an infusion). When the user selected start , it resulted in a synchronization issue between the pcu and pump module, and displayed the system error code 255-16-275 which was recorded in the pcu error log as 800.8000, requiring the user to power off the pcu/ pump modules. The root cause was attributed to a synchronization issue between the pcu and the pump modules.

Event description:
The reported feedback suggests that "system error shutdown" was displayed on channel c during a noradrenaline infusion, stopping the pump without an audio alarm warning. The noradrenaline was infusing at a low dose, and it was the only infusion that was running on the pcu. The customer stated there was some harm to the patient, however when the blood pressure dropped slightly, another device was obtained from the same room and reprogrammed quickly, avoiding further impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that "system error shutdown" was displayed on channel c during a noradrenaline infusion, stopping the pump without an audio alarm warning. The noradrenaline was infusing at a low dose, and it was the only infusion that was running on the pcu. The blood pressure dropped slightly while another device was obtained from the same room and reprogrammed.